Event description:
A pt developed agitation and delirium that prolonged hospitalization while enrolled in protocol for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat. The pt underwent liver resection surgery in 2004. On the following day the pt developed agitation and delirium, which was attributed to previously unreported alcohol abuse that led to alcohol withdrawal. The pt was treated with ativan, haldol, and klonopin. Pt was also placed in four-point restraints. Pt was later treated with folic acid and thiamine. Ten days later the pt recovered from the event. The pt's medical history included mild depression and anxiety that responded to medication (2004) and hypercholesterolemia. The pt's concominant medications included bupropion hydrochloride, kefzol, lorazepam, magnesium sulfate, morphine sulfate, sodium phosphate, potassium chloride, pantoprazole, seroquel, and tylenol.